Event description:
The reporter stated the surgeon attempted to use a aq5010v three piece silicone lens. The tech noticed the haptic was bent when he removed the lens from the container. There was no attempt to load the lens. There was no patient contact. Reporter stated it was received defective.

Manufacturer narrative:
(B)(4). Method: lens work order search. Results: a lens work order search was performed and no similar complaint was found within the same work order. Conclusion: based on the complaint history and work order search, a specific root cause of this event could not be determined. (B)(4).